Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the image has a pattern during set up / inspection for use for an olympus gastrointestinal videoscope. There was no patient involvement reported.